Event description:
Reporter alleged he couldn't test on the aviva system because of an error message while he had a cold sweat, nausea, dizziness, and weakness. Reporter stated that he called his dr a few hours later and the dr advised him to call the emts. Reporter stated that when the emts arrived, a result of 327 mg/dl was obtained on their system and they took him to the hosp where he was given insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.